Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient presented with symptoms of pre-syncope. Minute ventilation oversensing was observed. Boston scientific technical services (ts) indicated there was an intermittent high impedance measurements on the competitor right ventricular (rv) lead that was disrupting the ability to fully deliver the current pulse used to measure transthoracic impedance. As a result, the competitor rv lead and this device were explanted. The connection was checked and it was confirmed the terminal pin was appropriately inserted into the header. No additional adverse patient effects were reported.

Event description:
Subsequent information was received that ts reviewed the available data and confirmed the high impedance measurements. Additionally, the stored electrograms showed noise consist with the minute ventilation sensor. This signal can be seen if there is a high impedance that prevents the minute ventilation sensor signal from being fully injected across the patient's thorax. There were some long periods of oversensing and pacing inhibition greater than two seconds. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.